Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient (pt) reported experiencing extra pain at the beginning of the weekend. Pt stated they increased the intensity for a little bit, turning it up higher, and it was good for a couple of minutes. Pt mentioned their normal intensity setting is 3.8, but they increased it to 6, after which the handset screen went black. Pt confirmed that all components were fully charged and stated they were freaking out. Pt stated they were unable to lie down or sit down and stated their arm was "zapping". Pt stated they called the manufacturer representative (rep) but reached voicemail and also contacted another rep with the same result. Pt mentioned they texted the rep who assisted during their procedure. Pt mentioned they always have pain but it was intensified depending on what they do. And then they adjusted their controller accordingly to help it. Pt stated it never took their pain totally away. The pt then contacted another rep. Pt mentioned a rep performed a reset and advised them to contact patient and technical services (pats). For the event date, the pt stated they believed it occurred on friday but later indicated it may have been saturday morning. The rep also reported that the pt was experiencing more pain than usual this last saturday.